Event description:
It was reported that the foley catheter would not deflate.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure mode could be thin rubberize wall that causes collapse/pinch inflation lumen under the balloon or along the shaft¿ and might be contributed by user related, example: over aspirated, incorrect syringe/collapse lumen/sac close eye/valve damage. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿contraindications: precautions for use: since movement of the body, etc. May twist or bend catheter to cause occlusion, care should be taken the fix the catheter securely. After placement of the catheter, confirm urinary flow through the catheter. When urinary flow cannot be noted, confirm that the catheter is neither occluded nor broken. If the problem is still observed, consider catheter replacement.¿ the device was not returned.